Event description:
Healthcare professional reported that the day after injection to the midface with juvederm voluma xc, the pt developed swelling. Upon review the healthcare professional observed that the "treated areas were very hard and swollen" and believed the pt's symptoms were due to a "reaction or hypersensitivity to the dermal filler/rejection." The pt was treated with "hylase," "antibiotics" and prednisone. "Tissues in treated area are still hard, swollen and sore. Eyes are still swollen with fluid retention." This is the same event and the same pt reported under MDR ID # 3005113652-2014-00559 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The even of a hypersensitivity reaction involving hard, swollen, sore injection sites and fluid retention are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.